Event description:
There have been 2 recent events. Event #1 was that an epidural medication line was connected to the peripheral IV fluid line. Event #2 was that a pca fentanyl medication cassette was inserted into a epidural infusion pump and administered epidural route to patient. There was no harm to either patient. In review of the event, we identified the following lack of barriers with the equipment being used.1. The cadd epidural tubing can be connected to any central or peripheral line. The luer locks connect.2. The cadd medication cassette reservoir is yellow in color for epidural medication. However the luer connection is not yellow. This breaks the yellow color saftey system.3. The cadd yellow-striped extension set (21-7105-24) has a yellow tubing. However, the luer connections are not yellow and look like (in color) all other IV adminstration connections.4. The cadd medication cassette reservoirs for epidural medications also fit in the cadd pca pump and vice versa. The only difference is the yellow color to denote epidural. There is not a design stop that does not allow the wrong medication to be loaded into the cadd pump.